Manufacturer narrative:
The technician found the mattress coverlet is worn. The technician replaced the coverlet with a revitalization kit to resolve the issue.

Event description:
The technician alleged the mattress has numerous infectious stains on the coverlet and inside foam. No patient impact.